Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Health professional reported "internal hyper echogenic folds in the right mammary implant compatible with intracapsular rupture." Via ultrasound. This record is for the right side. Device was explanted.

Event description:
Health professional reported "internal hyper echogenic folds in the right mammary implant compatible with intracapsular rupture." Via ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ crease/folding of implant: observed. As per the investigation procedures wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.